Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 with placement of a 3.0 x 18 mm xience prime stent in the proximal circumflex artery with 90% stenosis. After deployment of the stent, a dissection was noted distal to the newly implanted stent. A 2.5 x 28 mm xience prime stent was then implanted to treat the dissection. The dissection resolved the same day and the patient was discharged to home on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.